Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device revealed that the threads inside the tulip head were completely peeled off with minor damage to the drive feature. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads on the 5.5 exp verse scr 6.0x50 cannot be determined. This damage may have occurred due to cross-threading a set screw upon insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The 5.5 exp verse screw 6.0 x 50 was not returned to the complaints handling unit (chu) for evaluation. Three requests were made to have the device sample returned for evaluation. A device history record review could not be conducted as the lot number was not available. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause cannot be determined with the information provided. No issues could be identified in the manufacturing or release of this product since the lot number could not be identified. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6); big heads leigh after spondy reduction. Locking cap came out by using the torque.